Event description:
As reported by the edwards territory manager, following the transfemoral tavr procedure the patient required a femoral artery thrombectomy. During the initial procedure a cut down was performed via the right side and a 22fr sheath was inserted into the right femoral artery without any issues. A pigtail and pacemaker were inserted percutaneously in the left artery and right vein. Following successful valve deployment, the right femoral artery was closed in the usual surgical fashion. The patient was in stable condition at the end of the procedure and was sent to the ICU. Following patient assessment she was returned to the operating room for a femoral thrombectomy. Blood flow was re-established and the patient was readmitted to the ICU for recovery. The patient was reported as stable.

Manufacturer narrative:
According to the instructions for use (IFU) for the retroflex 3 introducer sheath set, complications associated with standard catheterization and use of angiography include, but are not limited to, injury including perforation or dissection of vessels, thrombosis and/or plaque dislodgement. Peripheral vessel thrombosis is caused by the clotting of blood and can result in decreased blood flow to tissues. There are multiple patient and/ or procedural factors that can lead to an increased risk of thrombosis, including the use of large bore devices in patients who have pvd, vessel tortuosity, vessel injury, and inadequate anticoagulation during the procedure. The IFU pre-cautions the use of the device in patients with significant vascular disease. In this particular case, the exact root cause of the femoral artery thrombosis cannot be confirmed. Although the event was reported to be related to the use of the sheath, there was no report of complications/ difficulties while using the sheath, nor was there a report of a device malfunction that could have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.